Manufacturer narrative:
The device was not returned for analysis, however, data logs were retrieved and "impella outflow blocked" alarms were confirmed. The root cause of the mitral regurgitation was unable to be determined because product was not returned for review. A review of the device history record was completed and found no manufacturing issues or reworks associated with this pump lot. There are no other complaints associated with pumps from this lot. All introducers in this lot passed all inspection.

Manufacturer narrative:
The impella lp5.0 was discarded by the customer, however, device data logs were received. A failure analysis investigation is underway and a supplemental MDR will be submitted upon completion of the evaluation.

Event description:
The complainant reported a (B)(6) year old (B)(6) male presenting for treatment with ECMO. Impella lp5.0 pump was inserted on (B)(6) 2018 without any reported issues, however, mitral regurgitation was identified. As treatment, pump was removed and condition improved. Patient remains in stable condition.